Event description:
The device was used during an unspecified bypass. Reportedly, the cartridge disengaged in the pt. The surgeon was able to remove the component and applied another device to complete the procedure. The hosp has reported no pt injury occurred.